Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of four (4) minicaps were outside the minicap. The reported stated every time they opened the caps, the iodine was spilled inside the packaging and the sponge was outside the minicap. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g3: date received by MFR: 3/5/2025 (previously submitted as 3/6/2025). Should additional relevant information become available, a supplemental report will be submitted.